Event description:
During a biomed check on the pump (date unk), it was found that the upper occluder was sticking. Our service dept verified that the upper occluder did stick and the mechanism was replaced. Customer verified that there were no pt events of rate inaccuracies on this device.

Manufacturer narrative:
(B)(4).